Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not returned.

Event description:
Tenxor wire clamp broke into pieces at end of procedure, identified at the end of case after tensioning wires and cutting and bending them over.